Event description:
It was reported that during set up, the pedals or buttons on footswitch no worked, changed over footswitch and all ok. On further inspection there were some exposed wires on the cable, metal and colored wires were visible. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected. Review of the most recent repair record determined the footswitch cable was cut. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.